Event description:
Boston scientific received information that during a routine in-office device check, it was noted the right atrial (ra) lead exhibited low out of range impedance measurements of less than 200 ohms. Further testing revealed loss of atrial capture and sensing were observed. Upon review of the daily measurements, the lead issue was noted to have started four months earlier. The device was reprogrammed to vvi 40. The chest x-ray did not reveal any issues with the lead. A lead revision has been scheduled for later in the week. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that three and a half months later, a lead revision procedure was performed for the low out of range pacing impedance measurements on the ra lead. During the lead revision, the physician noted a kink in the lead under the clavicle area. The ra lead was cut and removed with a laser. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.